Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 02:39:00. During night drain cycle two, the patient's ultrafiltration reading was 2134ml, indicating the home patient (hp) drained 2134ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv event was not confirmed. The actual drain volume for cycle 2, starting on (B)(6) 2012 was 2748ml which does not meet iipv criteria for a largest prescribed fill volume of 2000ml. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.